Manufacturer narrative:
At the present time, there is very little info available. The identification of the implant is unk and it remains implanted. There is no revision surgery scheduled and it is unk if one is planned.

Event description:
It was reported by the pt that he is experiencing pain in the left knee. At this time there has been no revision surgery and it is unk if one will be scheduled.